Event description:
Patient came to unit from post-anesthesia care unit (pacu) with double lumen internal jugular (ij), with IV fluids infusing. The rn noticed a guide wire floating in the catheter. Pacu nurses said to switch the fluids to the other lumen. The anesthesiologist on floor spoke with patient and family about the wire, tubing and wire clamped. The doctor planned to place the peripherally inserted central catheter (PICC) line and then remove central line. PICC team placed power glide. The doctor removed the catheter with wire in place. A chest x-ray was completed and showed that the line was removed.